Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4) for evaluation. In the evaluation, (B)(4) confirmed that no blockage or restrictions in the channels of the subject device. The flow rates of the channels were within their specification except for the aspiration channel, which was below specification. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a diagnostic sigmoidoscopy, an unspecified tissue came out from the instrument channel of the subject device when they inserted an unspecified biopsy forceps into the instrument channel and advanced the forceps through the channel. The user facility reportedly confirmed that it was human tissue and 1/2 mm cube in size. There was no report of patient injury or infection related to the event. The subject device had been cleaned manually and reprocessed using a non-olympus automated endoscope reprocessor (mmm ewd) and the facility reported that there was no abnormality in the aer and the reprocessing procedure. The facility also reported that there was no irregularity in the subject device during the previous procedure and the inspection prior to the procedure.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of d2.